Event description:
Same case as MDR ID 2134265-2013-02851, 2134265-2013-02852. It was reported that during an intravascular ultrasound (ivus) procedure, an automatic pullback failure occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). During the intravascular ultrasound procedure, the physician performed a full automatic pullback, however, the motor drive unit failed to pullback. It completely stopped at approximately 10-15mm. Three more attempts for automatic pullback were made before switching to manual pullback. The physician completed the procedure with the same device using manual pullback. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the product was received in good condition with no visible damage or defects observed. The mdu 5 unit meets specification of the mdu-5 functional test. In addition, the unit successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification selected is design . (B)(4).

Event description:
Same case as MDR ID 2134265-2013-02851, 2134265-2013-02852. It was reported that during an intravascular ultrasound (ivus) procedure, an automatic pullback failure occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). During the intravascular ultrasound procedure, the physician performed a full automatic pullback, however, the motor drive unit failed to pullback. It completely stopped at approximately 10-15mm. Three more attempts for automatic pullback were made before switching to manual pullback. The physician completed the procedure with the same device using manual pullback. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).